Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low profile port attached to a groshong catheter. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation and the identified deformation and wear issues, as a complete circumferential break was noted approximately 8.8 cm from the distal end of the cath-lock. The edge of the complete circumferential break was jagged and the surface break had a region that was rough and granular and another region that appeared smooth and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time port placement via the subclavian vein, the catheter was allegedly broken. It was further reported the distal part of the catheter was removed from the body. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that some time port placement via the subclavian vein , the catheter was allegedly broken. It was further reported the distal part of the catheter was removed from the body. There was no reported patient injury.